Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The product code is unknown; therefore, the brand name, catalog number, and 510(k) are unknown. The lot number is unknown; therefore, the exp date is unknown. UDI is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that a patient's tendon in their wrist got burned during thermocoagulation with a vapr electrode device. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any medical intervention performed on the patient at the time of the injury. It was not reported if there was prolonged hospitalization. The current patient's status was unknown. The exact date of the event was unknown but was noted to have occurred about 1 1/2 years ago. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. It was reported the device caused a burn on the patient. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Furthermore, no lot number or part number was supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available. This report is an adverse event only; there was no reported product problem.

Event description:
Additional information received from affiliate on 13november2018: the product code and lot number of the electrode are unknown. It was noted the patient required a second surgery. The patient current status is unknown.